Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The first vessel sealer extend (vse) instrument (batch number l80230413-0132) was analyzed and the complaint regarding the vse instrument stopped sealing due to the e-100 generator not working as intended was not confirmed by failure analysis (fa). Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument could not be tested for sealing capabilities due to the instrument being return with the cord cut. There was no problem detected. The second vse instrument (batch number l80230316-0242) was analyzed and the complaint regarding the vse instrument stopped sealing due to the e-100 generator not working as intended was not confirmed by fa. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument could not be tested for sealing capabilities due to the instrument being return with the cord cut. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the leds on the e-100 generator were red. The technical support engineer (tse) instructed the caller to reboot the e-100 generator. The site confirmed they had. The tse noted that cords need to be separated and the power for the e-100 generator and erbe generator need to come from separate sources. Caller acknowledged. Or staff stated they got it and caller stated they would call back if needed and hung up abruptly. The clinical sales rep (csr) called in to report the same issue. Tse confirmed the site had to use another system to continue. The procedure was converted to another da vinci system and completed robotically with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator leds were red, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the instrument control box (icb) cable on the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.